Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix 360 curved needle failed. Knot would not slide and it could not anchor / secure. T1 remains (secure) and t2 was removed. No patient injury reported.